Event description:
Resectoscope loop broke off in patient during hysteroscopy. Surgeon retrieved broken piece (lot ngsf3335), no injury occurred to patient. New loop opened and case completed without further complication. Device not retained but packaging was. Staff states it was a clean break of the loop of the device during a routine procedure.